Event description:
The hospital reported to the maquet territory manager in passing conversation that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodge (popped out) so the balloon would not remain inflated. A replacement unit was used from an accessory kit to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).